Event description:
It was reported that left pulmonary vein isolation and right pulmonary vein isolation were performed without complication. After right pulmonary vein isolation, the patient's blood pressure dropped to the fifties and the ablation case was completed. Following the case, an echocardiogram was performed which revealed a tamponade. The tamponade was treated by cardiac drainage. The patient recovered without complications. The physician stated that the cause of the tamponade was inconclusive. The physician had been trained on the usage of the device prior to the procedure. Other devices used during the procedure include ablaze fantasista, jll, ibi 20mm (decapolar), ibi steerable, duo decapolar.

Manufacturer narrative:
A follow-up report will be submitted upon completion of our investigation.